Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the up, down, and ok keypad buttons were intermittently responding to presses for a couple weeks. The reporter confirmed that there was no damage to the keypad and there was no known moisture present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2013 with the following findings:there was no visible damage to the keypad. The keypad buttons were tested and the up button was found to be intermittent responding. The keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.